Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that customer passed away on (B)(6) 2022. Customer was hospitalized on (B)(6) 2022 due to cancer and diabetes, and the blood glucose value was 1400 mg/dl. The insulin pump was last worn on (B)(6) 2020. It was unknown whether customer will return the product for analysis.